Event description:
It was reported that during a routine device follow-up, the remaining longevity had decreased rapidly, from 37% in march to 12% currently. Premature battery depletion was suspected and a request was made for technical services to review the device data. Upon review, technical services confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The distributor representative later reported that the device replacement procedure had been planned for november, but now was postponed and no new date was scheduled yet. New data was submitted to technical services for review and a 60-day replacement window was provided. It was noted the device could reach elective replacement indicator (eri) or end of life (eol) battery status within this time, but therapy would remain available. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine device follow-up, the remining longevity had decreased rapidly, from 37% in march to 12% currently. Premature battery depletion was suspected and a request was made for technical services to review the device data. Upon review, technical services confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The distributor representative later reported that the device replacement procedure had been planned for november, but now was postponed and no new date was scheduled yet. New data was submitted to technical services for review and a 60-day replacement window was provided. It was noted the device could reach elective replacement indicator (eri) or end of life (eol) battery status within this time, but therapy would remain available. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about three weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that during a routine device follow-up, the remining longevity had decreased rapidly, from 37% in march to 12% currently. Premature battery depletion was suspected and a request was made for technical services to review the device data. Upon review, technical services confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine device follow-up, the remaining longevity had decreased rapidly, from 37% in march to 12% currently. Premature battery depletion was suspected and a request was made for technical services to review the device data. Upon review, technical services confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The distributor representative later reported that the device replacement procedure had been planned for november, but now was postponed and no new date was scheduled yet. New data was submitted to technical services for review and a 60-day replacement window was provided. It was noted the device could reach elective replacement indicator (eri) or end of life (eol) battery status within this time, but therapy would remain available. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about three weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.